Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin and remained static at 140 units. After some time, the customer reported that the insulin gauge began to decrease as intended. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the inaccurate fill estimate. The customer's blood glucose level was 253 mg/dl, and was addressed with a correction bolus. At the time of the reported event, the insulin gauge displayed an accurate fill estimate.